Event description:
The customer reported that the alignment with the zipper is off track, the zipper head is missing. The customer did not specify exactly where the zipper issue was located. There was no pt incident or injury reported.

Manufacturer narrative:
Results: eval of the returned product found that on the pt access window a zipper the slider body is open. There is a 1 foot vinyl crack on the outside of the mattress envelope and both the left and right end legs elastic is torn. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the pt's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. MFR references file # (B)(4).